Manufacturer narrative:
Customer report was not confirmed. Blood was found underneath the balloon and inside the inflation lumen.. Balloon inflated and maintained inflation for more than 5 mins without any leakage. Pressure lumen was found to have no leakage or occlusions. It appears that there was an interlumen leakage between the inflation and infusion lumen.

Event description:
Balloon is punctured, they think. Balloon failed during initial placement into coronary sinus.

Manufacturer narrative:
Correction to evaluation results: customer report was not confirmed. Blood was found underneath the balloon and inside the inflation lumen.. Balloon inflated and maintained inflation for more than 5 mins without any leakage. Pressure lumen was found to have no leakage or occlusions. No syringe was returned with the unit. Unit is sent to accellent for further evaluation. On 5/18/10-accellent evaluation-the device balloon was full of blood prior to evaluation. The balloon lumen was flushed until most of the blood was gone and the balloon could be visually inspected. The balloon was inflated with 2cc of water and inflation was sustained for 30 minutes with no leaking from the balloon. Visually there is a small kink in the bellows however this does not affect the way the device functions. The distal tip was clamped to test for inter lumen leakage and there are no leaks between lumens detected. Water was introduced through infusion and pressure lumens and the water flows from where it should. There are no other defects detected with this device. On 6/28/10-updated accellent evaluation: the balloon was inflated with 2cc of water and maintained inflation for thirty (30) minutes with no evidence of leaking. The infusion and pressure lumens were then flushed with no sign of inter-lumen leakage (cross talk). The distal end of the catheter was then clamped and each lumen was pressurized with a syringe. There were no signs of leakage. The balloon was fully aspirated and the distal tip was submerged in water. A vacuum was drawn on the balloon with a syringe to determine if there was a breach in the balloon bonds. No leakage was detected. The balloon was then inflated with hydrogen peroxide and the distal tip was submerged in hydrogen peroxide to dissolve any dried blood which could be possibly blocking an inter-lumen leak or a breach in the balloon bond. The balloon maintained inflation for 24 hours with no sign of leakage. The hydrogen peroxide was removed and steps 2 through 4 were repeated. No evidence of inter-lumen leakage or a balloon bond breach were detected. The complaint cannot be confirmed. The cause for the blood in the balloon cannot be determined.

Event description:
The field application specialist reported the user received questionable total psa results for one patient sample. The initial result from the cobas e601 analyzer was 4.08 ng/ml and the repeat result was 4.12 ng/ml. The sample was repeated on a centaur analyzer with an initial result of 0.31 ng/ml and a repeat result of 0.20 ng/ml. The results 4.08 and 0.31 ng/ml were reported outside of the laboratory. The patient was not affected by the event. On (B)(6) 2010, the user performed a 1:5 dilution of the sample with a "treatment of heterophilic blocking tube" and received a result of 4.59 ng/ml. The sample was tested again undiluted with the heterophilic blocking tube and generated a result of 4.03 ng/ml on the e601 analyzer and 0.19 ng/ml on the centaur analyzer. On (B)(6) 2010, the sample was sent to a reference lab and tested on a beckman analyzer. The result was 0.14 ng/ml. The total psa reagent lot number was 15719901. The user stated this was the only sample affected and they do not believe the event was instrument related. The user refused a service visit.